Event description:
Customer reported a burning smell and smoke out of the unit.

Manufacturer narrative:
A burning smell was reported and smoke was coming out of the unit while in operation. The inspection of the unit indicated that the power harness burned at connector to the pcb. No injuries or open flames were reported and fire department was not called.